Event description:
A hospital in a foreign country reported to us that the heater wire in the inspiratory limb of the rt200 breathing circuit was broken after the first three days of use. We have interpreted this to mean that the heater wire was electrically open circuit and no longer heating. The rt200 breathing circuit would still conduct oxygen from the humidifier to the patient. No patient injury was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in a foreign country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The rt200 breathing circuit is being sent back to fisher & paykel healthcare.